Event description:
During ptca, wire tip broke off in branch of right coronary, and later rca was dissected by guide catheter with possible dissection of the artery. The doctor placed a stent to seal off the dissection and the retained wire tip. Plan is to leave wire tip in place, allow epithelization of the wire. Rca was stented, pt's chest pain resolved and transferred to cicu in stable condition.